Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 01sep2020.

Event description:
It was reported to philips that the touchscreen had a failure after trying to calibrate. The device was not in clinical use at the time of the event. There was no report of patient or user harm. The issue was noted after trying to complete the calibration on the device. A philips authorized service personnel (asp) was dispatched to the customer site and confirmed the reported issue. The asp replaced the touchscreen to resolve the issue and the device returned to full functionality.